Event description:
The customer states unit gave an unknown alarm on screen, noted code adc/dac calibration error listed in event log. The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The customer contacted product support and states unit gave unknown alarm on screen, noted code 100a listed in event log, no alarms activated while running. In pneumatics verified 3.3v supply is reading within specification. The customer measured 2.5v on data acquisition (da) pcb from r107 to c72 within specification. Product support advised the customer to run the unit overnight to duplicate alarm, replace data acquisition (da) pcb and data acquisition (da)-motor controller (mc) cable if needed. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomed the reported problem was not duplicated. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later received, a supplemental report will be submitted.